Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula broken near sensor base. Missing broken part. Please see picture for more details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Event description:
The customer reported via phone call that the sensor did not have a signal. Customer reported that upon removing the sensor, they saw that there was no electrode. Blood glucose level at the time of the incident was 92 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.